Event description:
During the treatment, the solex 7 catheter (lot# 164048) was placed smoothly in the patient's right subclavian vein by an experienced physician in a single attempt. After 4 days, the console alarmed and the saline bag was noted almost empty. The start-up kit (suk) (lot# unknown) tubing and connections were checked for leaks with no spillage noted around the console or patient bed, also, there was no blood noted in the saline bag or the tubing. The solex catheter was removed and a new catheter was placed in the right internal jugular vein, however, after several hours, the console generated an alarm again and the saline bag was observed almost empty. Following this, the user replaced the suk and was able to finish the treatment utilizing the same console. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint of "catheter leak" was not confirmed during the visual inspection and functional testing of the returned solex 7 catheter (lot # 164048). No device malfunction was observed during the testing and the catheter functioned as intended. The start-up kit (suk) was not returned for the investigation. Visual examination of the returned catheter was performed. No physical damage to the catheter was found. Observed blood residue on the serpentine balloons. Functional testing of the returned catheter was performed. All lumens are flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No crosstalk was observed. The returned catheter was connected to the known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate and also run on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The catheter was performed as intended. B5, describe event or problem- correction to lot #. D4, lot # 164048- update.

Manufacturer narrative:
The solex 7 catheter involved in the reported complaint was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The event was probably related to the device and procedure.

Event description:
During the treatment, the solex 7 catheter (lot# unknown) was placed smoothly in the patient's right subclavian vein by an experienced physician in a single attempt. After 4 days, the console alarmed and the saline bag was noted almost empty. The start-up kit (suk) (lot# unknown) tubing and connections were checked for leaks with no spillage noted around the console or patient bed, also, there was no blood noted in the saline bag or the tubing. The solex catheter was removed and a new catheter was placed in the right internal jugular vein, however, after several hours, the console generated an alarm again and the saline bag was observed almost empty. Following this, the user replaced the suk and was able to finish the treatment utilizing the same console. No consequences or impact to patient.